Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clips device was used in the duodenum stomach during a therapeutic oesophagogastroduodenoscopy procedure for gastrointestinal bleeding performed on (B)(6) 2025. During the procedure, the device got stuck and would neither open, close, nor deploy. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event.